Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room. Interrogation revealed that the right ventricular lead exhibited intermittent capture and high capture thresholds. Additionally, an x-ray revealed that the lead had dislodged. The lead was repositioned in a procedure on (B)(6) 2021. The patient was stable.